Event description:
Pentax medical became aware of a report for an event which occurred in the operating room during use in (B)(6) stating that the endoscope was leaking during use involving a pentax medical video naso pharyngo laryngoscope model vnl-1570stk, serial number (B)(4). The user switched to another endoscope to complete the procedure. There was no report of death or serious injury associated with the event. Investigation is in-process.

Manufacturer narrative:
(B)(4). If any additional information is received, a supplemental report will be submitted.